Event description:
This rv lead was implanted on (B)(6) 2004. Health care provider called technical services on (B)(6) 2012 asking for the rv pace/sense impedance trend for this medtronic lead. No noise, good r-waves and thresholds. Impedance is typically stable around 377 ohms but has several spikes but is not trending upwards. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).